Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: 1 used device (pre-use check) was returned without the original package. Upon inspection of the epidural needle tip, no abnormalities related to the reported incident were found. The supplier (unisis) was requested to measure the resistance value. The supplier conducted an external inspection of the returned product and three stock samples, but no abnormalities were found. Functional testing was conducted on the puncture resistance value of the returned product and the three stored samples. The resistance values of the returned product and the stored samples were all within the specification range and no abnormalities were found. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Since the complaint was not confirmed, it is highly likely that the problem was with the clinical procedure.

Event description:
It was reported that the epidural needle was unable to puncture the skin. The customer tried making an incision in the skin with a cutting needle, but still couldn't puncture it. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Expiration date and manufacture date are unknown, no information is available based on reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.